Manufacturer narrative:
The device was returned and received for evaluation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the procedural sheath was pulled back against the shuttle. The distal sealant was stuck to the catheter shaft near the balloon. The advancer tube was engaged of the proximal tamp lock. A segment of the sealant was found adhered to inside wall of the shuttle cartridge and blood was observed on the outer surfaces of the sealant. If the device was exposed to an elevated temperature, the sealant grip tip may adhere to the shuttle cartridge. This could result in the sealant following the shuttle tube out of the tissue tract during the retraction of the shuttle to the catheter handle. The review of the lot history record (f1529903) indicated that there were no non conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device using a 6f procedural sheath after a diagnostic procedure, the sealant was noted to be out of the black tube and failed to deploy. It was reported that the user shuttled down completely and significant resistance was not felt when shuttling down. Manual pressure was held for 10 minutes to achieve hemostasis. The patient condition was described as fine and hospitalization was not prolonged as a result of the mynx event.